Manufacturer narrative:
Physio-control further evaluated the removed main keypad and it was determined that the cause of the reported issue was due to the shock button's resistance measurements being out of tolerance.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the main keypad assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that an event code was logged in the device's memory and the service indicator came on while attempting to deliver 360 joules during defibrillation energy testing. The event code logged in its memory is related to a potential failure of the device to deliver defibrillation energy, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.